Event description:
Customer stated that an 840 ventilator displayed "bad expiratory flow temp." Device was being used on a patient when event occurred, patient was placed on a second ventilator. The customer did not provide information regarding the patient outcome. Covidien customer support engineer (cse) inspected device and could not duplicate reported malfunction.

Manufacturer narrative:
(B)(4).